Manufacturer narrative:
(B)(4). Concomitant medical devices: item number 139264 item name m2a-magnum 52-60mm tprinsrt-6 lot # 844870; item number 15-103205 item name taperloc micro lat fmrl11mm lot # 683260. The device will not be returned for analysis, location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01521.

Event description:
It was reported that patient underwent and initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years later due to metallosis and related trochanteric osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: postop diagnosis: metallosis of left hip. No obvious black fluid present in the capsule; some fluid and tissue sent for testing. No cold welding or metallosis noted when femoral head removed. Osteolysis & fibrous tissue curetted from trochanter & defect filled with cerament. Significant granulation tissue along the medial aspect of the neck and osteolysis of the greater trochanter. No intraoperative complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.